Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to take the charge or boot-up. The receiver download and functional test could not be performed due to receiver perpetually rebooting. The receiver case was opened for an internal visual inspection and it passed. The ui pcba was detached to download the receiver logs. The logs were reviewed and passed since no issues were found related to customer's complaint within the investigation window. The battery voltage was measured and it passed. The overnight charging and discharging test was performed and it failed since the receiver was found to be perpetually rebooting. The reported event of an overheating receiver was undetermined with the returned receiver. The probable cause could not be determined.